Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the rod had backed out from the plate and the set screws were loose. The patient does not have any complications and at this time no revision is planned.

Manufacturer narrative:
Updated information received; patient underwent a second procedure to stabilize "occipitocervical junction".